Event description:
It was reported that a balloon rupture occurred. The 3.00 mm x 8 mm nc emerge balloon catheter was advanced for post-dilation of a stent. The balloon was inflated to not more than 8 atm and during deflation, blood entered the pressure gauge showing possible leakage in the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. Inspection of the device revealed shaft damage to the inflation lumen 1.5cm in length 3cm distal from the rapid port exchange (rpe). Blood was visibly present to the inflation lumen and the loosely folded balloon. Inspection revealed contrast present within the inflation lumen and the balloon. At 3cm distal from the rpe, there was a pinhole in the inflation lumen.

Event description:
It was reported that a balloon rupture occurred. The 3.00 mm x 8 mm nc emerge balloon catheter was advanced for post-dilation of a stent. The balloon was inflated to not more than 8 atm and during deflation, blood entered the pressure gauge showing possible leakage in the balloon. No patient complications were reported.